Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a non-device related hospital stay the cardiac resynchronization therapy defibrillator (crt-d) was requested to be interrogated as the patient had been lost to follow up and the patient had not been in for an interrogation for awhile. Upon interrogation it was noted that there was a large increase in the pacing threshold measurements to 5 volts. The right ventricular (rv) lead and crt-d exhibited pacing impedance of less than 200 ohms. No noise was noted. When the lead was reprogrammed tip to coil the threshold measurement decreased to 2.4 volts. The lead was left programmed tip-to-coil for both pain and sensing. The rv lead and device remain in service and no adverse patient effects were reported.